Manufacturer narrative:
(B)(4).

Event description:
It was reported a session record revealed two charge timeouts occured during capacitor maintenance tests, with one of the tests trigging an alert. The device was explanted and replaced. No adverse consequences were detected.